Manufacturer narrative:
Concomitant medical products: product ID 3778-60 lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product type: lead. Product ID 3778-60 lot# serial# (B)(4), implanted: (B)(6) 2009, explanted: product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported that a jolting sensation began around two months prior to the report and was worsening in the month prior to the report. It was also noted the patient had separate programs for the left and right legs. The right leg settings were fine. On the left side program, the patient stated that when she turned it up a little, it got very strong, but when she turned it down, she got no relief and could not find a happy medium. Multiple falls were noted to have led to the event, otherwise it was unknown. An appointment was made for (B)(6) 2015 to for the rep and patient to meet to troubleshoot and reprogram. Follow-up with the rep after the appointment noted the patient was reprogrammed with two groups and the patient left very happy. The patient got better coverage of her painful areas than she ever had in the past and she had her ambulate and manipulate strength with no problems noted. Impedances were within normal limits. Relevant medical history included other chronic intractable pain in the trunk or limbs.